Event description:
Atriclip spontaneously detached from left atrial appendage causing a tear in the left atrial appendage. Atrium was repaired. Procedures that were performed were a mitral valve replacement with a 27mm edwards magna mitral ease pericardial tissue valve, tricuspid valve repair with a 28mm edwards mc3 tricuspid annuloplasty ring, and left atrial exclusion with a 40mm atriclip device used.